Event description:
Caller reported inform ii blood glucose results 437 mg/dl and 197 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 479 mg/dl and 162 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.